Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received extended and bent and would not retract.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead tip extended without input from the operator. It was also reported that the rv lead exhibited difficulty advancing through the veins. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.